Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in unlocked and used condition, and with correctly loaded stent. Inside the grip a force transmitting joint was found broken which made a successful deployment impossible. The vessel was not tortuous but slightly calcified, the lesion was pre dilated, and system compatible 5f introducer with 0.035" guidewire were used for access. During deployment attempt, the system was correctly held at the stability sheath. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting joint inside grip and subsequent deployment failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the instructions for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. The instructions for use further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Holding and handling of the system throughout the procedure was found sufficiently described. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via groin access, the stent allegedly did not deploy. The procedure was completed using another device. There was no reported patient injury.